Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Reporter stated that the lancet protrudes beyond the end cap of the multiclix lancet device. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.